Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Only a sliver of the screw head was returned for evaluation. Therefore no dimensional analysis could be performed. No lot number provided for design review. Placeholder.

Event description:
During a zmc fracture procedure, surgeon was inserting the screw (B)(4) with a screwdriver manually. While the surgeon was tightening down the screw, 1/4 of the screw head broke. The broken fragment was retrieved and is available for return. The screw was intact and the surgeon left the screw in place. The procedure was completed with no further problems. No adverse effect to patient.